Manufacturer narrative:
(B)(4). Conclusion summary: on (B)(6) 2018, it was reported that the device had crank and handle are damaged which would not allow the device to be assembled properly. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a ratchet handle, for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) one time as documented in the repair reports in livelink. The last repair was november 9, 2017 where it was reported that the ratchet would not properly attach and the roller and ratchet gear were replaced. Initial qa inspection of the skin graft mesher on march 16, 2018 revealed that the ratchet gear, roller shaft and comb were all damaged. The pretest showed that the calibration was out of specifications but the test cut passed. Repair of the skin graft mesher was performed by zimmer biomet surgical on march 16, 2018 which included replacement of the roller, damaged comb and ratchet gear. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the initial inspection it was noted that the ratchet gear, roller shaft and comb were all damaged. The root cause of the reported event could not be specifically determined with the information that was provided. During the initial inspection it was noted that the ratchet gear, roller shaft and comb were all damaged. It is unknown with the information that was provided how this occurred. The issue was resolved with the replacement of the roller, damaged comb and ratchet gear. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. No further conclusions can be drawn from the complaint history review that warrants further action.

Event description:
It was reported that the device had crank and handle are damaged which would not allow the handle to be assembled properly. The initial inspection revealed that the comb was damaged.